Manufacturer narrative:
Concomitant medical products: 900sfc226 heart band, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high and varying thresholds were noted on the right atrial (ra) lead. The ra lead was attempted to be replaced, however this was not feasible due to patient anatomy. The lead remains in use. No patient complications have been reported as a result of this event.